Event description:
A customer has reported that while checking their AED, they found it would not turn on. They reported that this did not occur during patient use.

Manufacturer narrative:
The investigation into the customer complaint is ongoing, and the root cause is not known. Should additional information become available a follow-up MDR will be submitted.